Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2019 with the following findings: review of the black box data revealed multiple occlusion alarms due to unidentified high force during bolus delivery recorded. On investigation, the force sensor unit was evaluated and determined to be operating within specifications. The pump powered on and was exercised for 12 hours without any occlusion issue occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue; the pump reportedly will not rewind. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.